Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 255cc gel breast prostheses that both ruptured post implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 255cc gel breast prostheses that both ruptured post implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08-dec-2021, mentor received additional information about the event. The patient had her explanted breast prostheses replaced with unspecified mentor gel breast prostheses on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-dec-2021, mentor received additional information about the event: the patient developed baker grade ii capsular contracture in her left breast post implantation. The patient weight is 150.6 pounds. The patient developed malposition of her right breast prosthesis post implantation. The event date for the malposition is (B)(6) 2019. An updated patient age at the time of event is 35 years old the patient developed a double bubble at her right breast inframammary fold post implantation. During explant surgery, it was observed that the right breast prosthesis was removed intact. H6 medical device problem code a0412 no longer applies to this report for the patient¿s right breast prosthesis. The patient had her removed breast prostheses replaced with mentor memorygel breast implant 350cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).